Event description:
Additional information received notes that the patient was stable following programming changes.

Event description:
It was reported during in clinic follow up that the patient presented with fatigue. The pacemaker was found to be in backup mode. The device was successfully restored.